Manufacturer narrative:
The device was not returned for evaluation. When the investigation is complete a supplemental MDR will be filed.

Event description:
The complainant had a new impella cp pump opened because the flag of the previous impella cp was no longer in place and the doctor had to perform the ventricular passage for a second time. The implantation was performed with the patient resuscitated. When the placement wire was in the ventricle, the physician threaded the pump onto the wire and wanted to advance it, but before implantation physician saw that the placement wire was no longer in the ventricle. The ventricle had to be passed again. As the flag for the pump guide was already out and the physician wanted to give the patient maximum implantation safety; therefore, physician decided to have a new pump opened. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Product was not returned for review. Clinical details were sufficient to determine the root cause. The root cause of delivery/positioning issue was most likely due to use related. The instructions for use for the impella cp with smartassist system states: section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
Failure mode changed to delivery issue as the guidewire (gw) was not in optimal position to deliver the pump. Gw was not returned for analysis. Pump was returned for analysis. Visual inspection found no issues on the pump. The root cause of delivery issue was most likely use related due to improper use during support. D9 date device returned to manufacturer added. D1 brand name was erroneously entered on the initial manufacturer device report number 1220648-2024-10716. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2024-10716. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-10716. G1 reporting contact email revised on manufacturer device report 1220648-2024-10716 in accordance with updated procedures. G1 manufacturing site country was inadvertently omitted on the initial manufacturer device report number 1220648-2024-10716. G2 report source; health professional was inadvertently omitted on the initial manufacturer device report number 1220648-2024-10716. H6 component code 3038 was erroneously entered on the initial manufacturer device report number 1220648-2024-10716.